Event description:
As reported by the user facility: the drip is at 125 is faster than it should be. Report date: 09/20/2013. No pt injury. (B)(4).

Manufacturer narrative:
(B)(4). The investigation into the reported event is on going at this time. A f/u report will be provided after the eval results become available.